Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Medical device problem code was corrected to be "1385 - melted." Additional information added to fields: g2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to the fused loop caused by improper handling of the affective device by the user and the deformed electrode by a strong mechanic impact/ the use of excessive force on the affected device. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the electrode loop distal end melted during a transurethral resection of bladder neck procedure. The procedure was delayed 5 minutes and was completed with a similar device. A 5 minute delay is not significant. The patient condition was not affected by the failure and no medical intervention was required. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that its shaft and the fork tubes were bent downward. There was a piece of unknown white plastic adhering on the cutting loop. The loop was severely bent, melted, and got stuck inside the white plastic due to thermal damage, but no charred marks observed on the distal insulation tubes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.